Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 448 mg/dl and 442mg/dl at the time of incident. Customer's current blood glucose value was 334 mg/dl. Customer experienced symptom like nausea. Customer treated with insulin pump and manual injection for high blood glucose. Troubleshooting was performed and self test passed. The product will not be returned for analysis.